Event description:
It was reported from (B)(6) that during an open spine decompression surgery, it was observed that the attachment device broke. There were no delays to the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device failed the cutter insertion. It was determined that this was due to worn out and loose bearings that were no longer in axial alignment. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.